Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.".

Event description:
It was reported that the ilet pump¿s sleep/wake button became unresponsive, leading to troubleshooting and the determination that a replacement was necessary, with blood glucose affected and a highest level of 240 mg/dl. Symptoms included shaking. Outcomes included no alerts or alarms from the device, no outside assistance, no medical intervention, and no hospitalization. Investigation included technical support troubleshooting and user education regarding shutdown, data sync, return logistics, and startup of the replacement device. Investigation of this device was confirmed and revealed a nonfunctional sleep/wake button consistent with a hardware failure of the user interface component. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction attributable to component failure.